Manufacturer narrative:
B3: date of event: the date of event is unknown, and 1jul2025 has been used as a placeholder. D4 and h4 the lot #, expiration date, and manufacture date are unknown. Investigation summary: the reported complaint of no flow could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. No lot received for a device history review.

Event description:
A complaint was received regarding a chemolock¿ w/red cap that experienced no flow during use. The reporter stated that chemo tubing set up with connectors. The chemo would not transfuse or would not flow when chemo-lock attached to IV tubing, and pump kept showing proximal occlusion. Chemo connectors disconnected and reconnected. There was patient involvement.